Event description:
It was reported that during a stone lithotripsy procedure to treat the patient's bladder, the fiber was found to be broken at the fiber body. The fiber was replaced to complete the procedure with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber was returned in two pieces indicating a fiber body break. The first piece measured 108.5 cm and the second piece measured 265.4 cm. Under magnification the exposed glass tip was slightly degraded. Additionally, there was a bright and round light exiting the connector face. The device instructions for use (IFU) indicates that the IFU contains appropriate instructions and warnings for use. With all the available information, boston scientific confirmed the reported event of fiber break based on device analysis results. The investigation found it likely that procedural conditions, such as physician technique and size and composition of the material being ablated contributed to the fiber break. It is possible that a partial body break or kink could have occurred during the procedure, and when the device was inserted into the scope and fired, it led to the fiber break. Based on the device analysis results and available information, the interaction between the user and device likely caused or contributed to the reported event.

Event description:
It was reported that during a stone lithotripsy procedure to treat the patient's bladder, the fiber was found to be broken at the fiber body. The fiber was replaced to complete the procedure with no patient complications.